Event description:
It was reported that a filter failure to recapture occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. The tavr procedure was completed and during removal of the sentinel cps it was suspected the proximal filter slider moved slightly and the proximal filter was unable to be fully recaptured. The sentinel cps was removed from the patient with the proximal filter in a slightly open state. No patient complications were reported.